Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device which led to an abnormality of electronic parts. As a result, the suggested event occurred temporarily. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): -inspection of the endoscopic image the user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "-when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The screen black out due to defective charged coupled device (ccd) unit; and due to shortcut of charged coupled device (ccd) cable, error e311 (white balance incomplete) occurred. The leakage check label was good; there were traces of drying after immersion in the air vent valve and metal cover; the venting connector had no leakage. The charged coupled device (ccd) cable in the light guide tube of the device was connected to the spare if board in the scope-connector, the image return to normal. The spare charged coupled device (ccd) cable in the light guide tube was connected to the printed circuit board (if) in the scope-connector, the screen black out remained. The user's printed circuit board (if) and printed circuit board (ad) were connected to spare device, the image was normal. The spare printed circuit board (if) and printed circuit board (ad) boards were connected to device, the screen black out remained. After removing the plug unit, it was found that the interface between the cable and the plug unit were corroded; the metal contacts of the plug unit were corroded; one light guide lens was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A customer reported to olympus, the evis lucera elite colonovideoscope displayed an e315 (unsupported scope) error during maintenance. The patient was not under sedation and no delay was noted. There were no reports of patient harm or impact associated with this event. Related patient identifier: (B)(6) for previous similar event